Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this event is anticipated procedural complication.

Event description:
It was reported that 161 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a pulmonary hemorrhage. The index procedure treated the 90% stenosed, 3.13x57.8mm lesion in the proximal rca (right coronary artery). Predilation was not performed. A 3.5x20mm taxus express2 drug eluting stent was deployed at 10atm, post dilated with a 3.5x10mm balloon, and ivus was performed revealing 0% residual stenosis and timi flow of 3. The patient was discharged five days post procedure. Pulmonary hemorrhage was confirmed 161 days post procedure. It is unknown if the event is related to the taxus stent or antiplatelets. The physician commented "patient had pulmonary hemorrhage and was in the hospital." Details of the event and treatment performed are unknown. On day 170, the patient was reported to be in "remission".